Event description:
Hosp emergency dept personnel responded to a pt, transported by ambulance, condition described as in full cardiac arrest. In addition to the ambulance medic's defibrillator/monitor, already connected, the device was connected to the pt to administer transcutaneous pacint. According to the reporter, the device would not pace the pt when the pacemaker function was activated. A backup device was immediately called for and used. The pt was not resuscitated. The reporter indicated the reported malfunction did not cause or contribute to the death of the pt. The reporter based their opinion on the attending clinician's assessment of the pt's viability and the immediate availability of a back up pacemaker.